Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and the occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pieces broke off the insulin pump. The customer also reported that they noticed that the reservoir was loose and they had to tape to hold it in place. The customer's blood glucose was unknown at the time of incident. The customer stated that the o-ring was missing from the reservoir compartment. The customer stated that the insulin pump might got bumped. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.